Event description:
The customer reported that they experienced a cracking on one of their cryomacs freezing bag 250ml. The bag contained 50 ml stem cell product, dmso and plasmalyte a. This was one out of (B)(4) bags they used. There were still enough target stem cells left for transplantation and therefore no patient was harmed. This event occurred at: (B)(6).